Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a four hour piggyback antibiotic in the ICU infused over 10 minutes. When the device was checked by biomed, it failed all tests. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.